Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose. She complained about insertion sites because she is thin and the needle is painful for her. The customer stated that after she went to church she had high blood glucose. Another time she had high blood glucose but did not have any dessert. The blood glucose at the time of the incident was 400 mg/dl. The customer thought that maybe the high blood glucose was due to her scar tissue or abortion. Troubleshooting was not performed. The device will not be returned for analysis.